Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addr01 implantable pulse generator 2013-(B)(6), 4076 implantable pacing lead 2013-(B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient that since implant the patient was receiving ¿shocks¿ and when checked it was determined that it was due to the atrial lead. The patient indicated the atrial lead was reprogrammed off, however the patient continues to feel a shocking. The lead remains implanted. No patient complications have been reported as a result of this event.

Event description:
Follow up with the clinic found the patient had been seen since the initial report and the atrial lead had an elevated threshold in both unipolar and bipolar. Reprogramming was done to help with the patient symptoms. The lead was monitored until it was revised. Under fluoroscopy at time of revision, the ra lead was lying at the valve area in the ra near the atrioventricular groove with the helix still extended. The ra lead was repositioned without challenges and remains in use.